Event description:
Vessel loop broke while being used to occlude a carotid artery. No serious issues resulted from the failure. The doctor completed the procedure as planned.

Manufacturer narrative:
Device could not be evaluated as it was not returned. No other complaint for the breakage have been reported in more than three years. The lot number for device that reportedly failed is unk. A device from a lot still in inventory is in the process of being evaluated. This failure is a typical and, until an evaluation is complete, the root cause is unk.